Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had post upgrade issue and patient was not showing in pyxis. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient¿s return from leave of absence (loa) event was not received. The technical support specialist (tss) collaborated with interface engine (ie) to stop processing leave of absence (loa) messages when the loa function was not selected. The system functioned as intended after the technical support specialist resolved the issue.